Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis displayed a black screen even though the power button was turned on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the c drive was full. A technical support specialist (tss) connect to station and found station was operational. A field service engineer (fse) visited the site and check the station backup battery no issue was found. Fse then cleaned the c drive to resolve the issue. The system functioned as intended after field service engineer and technical support specialist investigated the device.